Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduling a laparoscopic fallopian tube removal which will also remove the coils.') In a female patient who had essure inserted for female sterilisation. The patient's medical history included abdominal pain, hepatic cyst, cystic kidney disease, fibroids, eructation and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (schedule salpingectomy on (B)(6) 2021). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2021 is laparoscopic salpingectomy removal scheduled date. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil is embedded within the lumen of the fallopian tube') and device breakage ('additionally, received within the same container is a separate portion of silver, metallic coil, 0.9 cm in length.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included abdominal pain, hepatic cyst, cystic kidney disease, fibroids, eructation, pelvic pain, paratubal cyst and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: 1) right fallopian tube with essure coil: "right fallopian tube with essure coil," are 2 segments of fallopian tube,13.2 cm in aggregate length and 0.6 cm in diameter. The shorter segment displays fimbria and a 1.2 cm paratubal cyst. The longer fallopian tube displays a 1.1cm metal coil protruding from one end; the remainder of the coil is embedded within the lumen of the fallopian tube (1.5 cm). The fallopian tube otherwise displays unremarkable cut surfaces. Additionally, received within the same container is a separate portion of silver, metallic coil, 0.9 cm in length. 2) left fallopian tube with essure coil: "left fallopian tube with essure coil," is a 10.2 with 0.6cm fallopian tube with fimbriated end and a 1.0 cm paratubal cyst. The end opposite the fimbria displays a 2.6 cm protruding metal coil; the remainder of coil is embedded within the lumen of the fallopian tube (1.2 cm). The fallopian tube otherwise displays unremarkable cut surfaces. Additionally the received within the same container is a 1.8 x 1.2 x 1.0 cm aggregate of soft tissue fragments.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -embedded device, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: medical record received : reporter information, medical history added. Event medical device removal updated to "coil is embedded within the lumen of the fallopian tube" new event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('coil is embedded within the lumen of the fallopian tube') and device breakage ('additionally, received within the same container is a separate portion of silver metallic coil 0.9 cm in length'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: abdominal pain, hepatic cyst, cystic kidney disease, fibroids, eructation, pelvic pain, paratubal cyst and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2021, gross description: 1) right fallopian tube with essure coil: "right fallopian tube with essure coil" are 2 segments of fallopian tube 13.2 cm in aggregate length and 0.6 cm in diameter. The shorter segment displays fimbria and a 1.2 cm paratubal cyst. The longer fallopian tube displays a 1.1cm metal coil protruding from one end. The remainder of the coil is embedded within the lumen of the fallopian tube (1.5 cm). The fallopian tube otherwise, displays unremarkable cut surfaces. Additionally, received within the same container is a separate portion of silver metallic coil 0.9 cm in length. 2) left fallopian tube with essure coil: "left fallopian tube with essure coil" is a 10.2 with 0.6cm fallopian tube with fimbriated end and a 1.0 cm paratubal cyst. The end opposite the fimbria displays a 2.6 cm protruding metal coil. The remainder of coil is embedded within the lumen of the fallopian tube (1.2 cm). The fallopian tube otherwise, displays unremarkable cut surfaces. Additionally, the received within the same container is a 1.8 x 1.2 x 1.0 cm aggregate of soft tissue fragments. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: embedded device, device breakage. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.